Event description:
It was reported that during a peripheral stenting treatment procedure, a stent fracture occurred. The patient presented with a long-segment cto lesion located in the non-tortuous right superficial femoral artery (sfa). A guide wire and catheter were successfully passed through the lesion and then another manufacturers' atherectomy device was used. Balloon angioplasty was then performed and the decision was made to stent the sfa. This 6mmx120mm epic stent was placed successfully without incident in the mid sfa. A 6mmx61mm epic stent was then placed proximally, successfully without incident. A 5mm mustang balloon catheter was selected to post-dilate. The balloon was passed through the 6x61mm epic stent, but then experienced resistance passing through the 6x120mm epic stent. The physician stopped advancing the balloon and visualized under fluoroscopy that the 6x120mm stent had fractured in the mid section. Another 6mmx120mm epic vascular stent was placed within the first two stents to cover the fracture area. Final angiography showed drastically improved blood flow within the sfa and the procedure was concluded. No further patient complications were reported and the patient is in good condition.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).